Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed mixing pump. The device was evaluated upon receipt. The device was found to be not cooling due to a failed mixing pump. The mixing pump has been replaced. An electrical safety test was performed. The as5000 system was calibrated and evaluated and was found to function in accordance with manufacturer specifications. An electrical safety test was performed, as5000 system passed all tests, is functioning properly and is ready for use. It is known that the device did not meet specifications and that the device was influenced by the reported failure. The device was in use on a patient. The DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Based on the results of the investigation, no additional actions are needed. The labelling review is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that the patient has been on arctic sun device about 14 hours and it was working fine until about an hour ago. Patient temperature was 39c, target temperature was 37c, water temperature was 31.8c. Arctic sun device alert 113 reduced water temperature control. System. Diagnostics were outlet monitor temperature (t1) was 31.5c, outlet control temperature (t2) was 31.4c, inlet temperature (t3) was 31.6c, chiller temperature (t4) was 2.9c, water flow rate was 3.7 lpm, inlet pressure was -7 psi, circulation pump command was 87 percent, mixing pump command was 100 percent heater was 0, water reservoir level was 5, system hours was 1629.9, pump hour was 1338.1. Mis explained that it appeared the mixing pump has gone out. Device would not be able to cool patient which was why water has been climbing. They did not have another device available to use so explained they would need to determine an alternate method for cooling. Device was sent to biomed labeled alert 113. Per additional information received on 17mar2023, device was removed from patient. Cooled by another method.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient has been on arctic sun device about 14 hours and it was working fine until about an hour ago. Patient temperature was 39c, target temperature was 37c, water temperature was 31.8c. Arctic sun device alert 113 reduced water temperature control. System. Diagnostics were outlet monitor temperature (t1) was 31.5c, outlet control temperature (t2) was 31.4c, inlet temperature (t3) was 31.6c, chiller temperature (t4) was 2.9c, water flow rate was 3.7 lpm, inlet pressure was -7 psi, circulation pump command was 87 percent, mixing pump command was 100 percent heater was 0, water reservoir level was 5, system hours was 1629.9, pump hour was 1338.1. Mis explained that it appeared the mixing pump has gone out. Device would not be able to cool patient which was why water has been climbing. They did not have another device available to use so explained they would need to determine an alternate method for cooling. Device was sent to biomed labeled alert 113.